Event description:
It was reported by the rep that the (1) 511sd was used during a laparoscopic cholecystectomy procedure. It was reported that the surgeon noticed a piece of the trocar was missing after pulling it out of the abdomen. There was a a "burr" on the end of the trocar. There was no consequence to the patient. The trocar is in a vacuum packed bag so rep could not investigate damage. It will be sent in.